Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage. Conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of blood result reading of "lo". Performed back to back blood glucose tests with results of 134 and 131mg/dl. Last results in memory: "lo", 23mg/dl, 154mg/dl, 158mg/dl, 170mg/dl. Customer normally reads between 150-155mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Performed back to back blood glucose tests with results of 134 and 131mg/dl. Last results in memory: "lo", 23mg/dl, 154mg/dl, 158mg/dl, 170mg/dl. Customer normally reads between 150-155mg/dl. No adverse event reported.